Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in (B)(6) 2011, the lead was repositioned due to dislodgement.